Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 513 mg/dl. The customer indicated that she keeps bolusing but her blood sugar is not going down. Customer is also requesting a new infusion set as she pulled a set out of her body and the cannula was bent. Further troubleshooting was declined by the customer.